Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) called to review an untreated event for this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) noted there was t wave oversensing observed in secondary vector with wide qrs complexes. Ts recommended to bring this patient into the clinic to evaluate the subcutaneous electrocardiogram (s-ECG) rate. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient was to undergo a defibrillation threshold (dft) test. A chest x ray had been performed which revealed five millimeters of fat under the electrode coil and the electrode was nearly mid clavicular location and did not encompass the ventricle. It was noted this patient has sternal wires. Ts discussed options between dft vs revision with the field representative and that these would be a clinical decision. This patient is planned to be rescreened. Additional information is being requested from the field. Additional information was received that this s-ICD system was explanted and replaced with a transvenous device system. A return request is being sent to the field. No additional adverse patient effects were reported.